Event description:
It has been reported to philips that fluoroscopy storage was not possible on the allura biplane device. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) identified that fluoro storage not possible due to an image disk problem. Review of the system log file shows there are no occurrences of ¿fluoroscopy storage was not possible¿. Upon further inspection, the rse performed reload of the ippc operating system and software, image store was recreated. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem and evaluation method code was corrected.